Manufacturer narrative:
The sample was collected in a lithium heparin tube, and centrifuged at 2000 g for 10 minutes. System check performed on (B)(6) 2007 produced results within the specifications. It is uncertain if service was dispatched for this event as this is isolated to one patient's samples. The samples were received and tested at bci. The results of interference testing confirmed the existence of a patient source interferent for the samples received from the customer. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Similar to heterophile antibodies, the results do not correlate with the clinical status of the patient. This reportable event was identified during a retrospective review of complaints within the date range of (B)(6) 2010 for additional reportable events.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated troponin (accutni) results within the risk stratification range generated by access 2 immunoassay system for fifteen (15) samples of a patient. The results were reported out of the laboratory, and were discordant to two other methods. The event occurred between (B)(6) 2008. The result of the 11th sample is shown. The results of the other fourteen (14) samples are reported in medwatch # 2122870-2011-00729 to 2122870-2011-00743. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.